Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2017, the patient was implanted with a pressure regulating valve. On (B)(6) 2020, the patient suffered sudden headaches and vomiting. The patient's family took the patient to a local hospital for a CT examination and found that cerebral effusion was increased. Currently, the patient was experiencing headaches and vomiting.